Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the communication cable between the carts. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the surgeon monitor would randomly lose video signal. It was noted moving the communication cable resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.